Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information and tested out of specification during manufacturer's analysis. Follow up yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.